Event description:
Additional information reported that there was "damage 4 inches" from the lead and the ''seal'' near the ''capacitor ruptured" which caused a fluid short. The device had caused the patient "problems" ever since implantation. If additional information becomes available, a follow-up report will be sent.

Event description:
It was reported that the patient felt like the system was "poisoning" him, and experienced a loss of therapeutic effect. There was no stimulation sensation. Impedances of over 4,000 ohms were seen on some bipolar pairs. When stimulation was increased to 3.5 volts with a pulse width of 450 impedances ranged between 2,354 and 3541 ohms, with pair 2/3 at 862 ohms and pair 0/3 returning a value of "???". Additional information received reported that the patient had never had therapeutic effect. On his third visit after the implant someone was able to "jump start" the device and it worked for 2 to 3 weeks. It was also reported that the patient experienced swelling, and was tested for arsenic and lead poisoning in 2008. The patient lost (B)(6) in 3 months and was tested for cancer and diabetes, which came back negative. The patient had a physical scheduled with his hcp for (B)(6) 2011, and wanted the device removed. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead: model 3587a, lot# l49544, implanted: (B)(6) 1998; explanted: unknown. Extension: model 7495-25, serial# (B)(4), implanted: (B)(6) 1998; explanted: unknown. Accessory: model 3550-09, lot# unknown, implanted: (B)(6) 2008, explanted: unknown. Programmer: model 7435, serial# (B)(4).

Manufacturer narrative:
.